Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving dilaudid (0.05796 mg/day, 0.2 mg/ml) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's pump had 0.2 mg/ml dilaudid when the patient walked in the door on (B)(6) 2018. The pharmacy had given them the wrong concentration (5.67 mg/ml dilaudid). The healthcare professional (hcp) was out that day but the doctor's office filled the pump with the higher concentration drug and did not do a bridge [bolus]. They set the pump to minimum rate that day. Since the patient's pump had been on minimum rate mode on (B)(6) 2018, he had experienced an increase in pain. The patient came in on the date of this report for a pump refill with the correct concentration of 0.4 mg/ml. The manufacturer representative would help the clinic get a catheter access port kit to perform a removing system contents procedure. It was reported that the true wanted dose was 0.05796 mg/ml. No further complications were reported.